Event description:
Information was received that a smiths medical cadd legacy pca pump had ended infusion 1.5 hours early. The medication infused was fluorouracil +ns, 250ml over 46 hours, 5.4mls/hr. No patient injury occurred.